Event description:
Limited info. Account reports 3-5 incidents in the nicu, in which cracking is occurring during infusions of total parenteral nutrition that includes lipids. Infusing 30 cc/hr into single lumen. Reporter did not know area of ofor visibly to see a crack, however, reporter stated they assumed it had cracked due to leakage being noted about 24 hours into usage. Reporter stated there was no pt compromise.